Event description:
It was reported by the patient that the implantable cardiac monitor "poked its way out of the skin" about a week before it fell out completely. The device is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).